Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. The pump displays the verify screen after it is rebooted and the time and date must be confirmed on the verify screen. The issue is not likely to cause an adverse event because the user must manually confirm the settings prior to use of the device.

Event description:
The patient contacted animas on (B)(6) 2013, alleging elevated blood glucose (bg) of 400 mg/dl with symptoms of thirst, frequent urination and nausea. The patient was treated with a correction injection of insulin. The reporter stated that the hyperglycemia was caused by the am/pm time setting on the pump being set incorrectly after the pump reset the time and date to the factory default setting of (B)(6) 2007, 12:00 am, when the battery was changed or the pump rebooted. This complaint is being reported because the patient experienced hyperglycemia as a result of use error in setting the time incorrectly on the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/31/2014 with the following findings: review of the black box data revealed multiple instances of time and date resetting to factory default following power on reset at 2:23pm (B)(6) 2013. The time was then manually set to 12:00 am (B)(6) 2013. Dates in the total daily dose history were incongruent changing from (B)(6) 2013 to (B)(6) 2013. The daily insulin delivery totals appeared inconsistent due to time/date issue. The time and date were set. The pump was exercised for 24 hours and found to be delivering within required specifications. The battery was removed. Pump left without power for six hours. When the pump powered on it had returned to default time and date. The pump was opened for investigation and the internal battery was found to be leaking.